Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus further received information that the follow up visit was for cystoscopy. Upon entering the prostatic fossa, the ceramic insulation was found and was retrieved by suction. Patient was male and was sixty-nine years of age. There were no reports of patient or user harm reported.

Manufacturer narrative:
Upon review, it has been determined that this incident has previously been reported on patient identifier (B)(6). This report has been determined to be a duplicate.

Manufacturer narrative:
To date, this device has not been returned for evaluation. It was believed to have been discarded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer, that during a follow up visit for a patient that previously had a transurethral resection of the prostate using this resection sheath, the black part was found in the patient. The black part, as reported to olympus, was retrieved. It was reported there was no patient injury.